Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Although the lot # was reported as unknown, it was reported that the last lot numbers the customer received for the device in questions was 5350829 and 5301808. The information for these potential lot numbers is as follows: medical device lot #: 5350829. Medical device expiration date: 1/31/2020. Device manufacture date: 12/16/2015. Medical device lot #: 5301808. Medical device expiration date: 11/30/2019. Device manufacture date: 10/28/2015. Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported potential lot numbers 5350829 and 5301808. Additionally, a manufacturing review revealed that no equipment, instrument, process and/or surfaces could caused this kind of damage to the suspect device. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
The report is that when a user was removing the needle from a 24 g x 0.75 in. Bd saf-t-intima IV catheter safety system, it became separated from the yellow safety shield and the needle was exposed. The user then placed this exposed needle into a sharps bin that was quite full, leaving the exposed needle sticking out at the top of the bin. Another colleague then received a nsi when trying to use the same bin. Multiple attempts were made to obtain additional information and it was communicated to bd that, "this accident was treated as an occupational blood exposure and followed up appropriately." The specific medical interventions the clinician may have received are unknown as of the date of this report.